Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft fractured. The target lesion was a calcified, 90% stenosed, 3.0mm in diameter portion of the proximal left anterior descending (lad) coronary artery. The lesion was predilated with a balloon 15mm in length. A 3.0x12mm taxus express2 drug eluting stent was loaded onto the guidewire and has been advanced approx 30cm into guidewire and had been advanced approx 30cm into the sheath (located in the femoral artery) when the shaft snapped in two at the midpoint of the catheter. The distal tip of the catheter was within the sheath and the shaft fracture occured outside the pt. The product was withdrawn from the sheath and recovered in full. There were no adverse outcomes to the pt and the procedure was completed using three other taxus stents sizes 3.5x16mm, 3.0x8mm and 3.0x12mm without incident. Dr said the shaft felt "brittle". The pt received plavix and aspirin and is reported as ok.